Event description:
Subsequent to the previously filed medwatch, additional information received: post procedure, some analysis of the device was performed at the user facility. It was not known if the analysis would have caused or contributed to the device damage (torn clip introducer/missing clip frictional elements) found. Additionally, due to the poor echocardiogram imaging and calcified leaflets, a misinterpretation of the leaflet insertion assessment occurred which resulted in the detachment of the clip from the posterior leaflet. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system (x1) the clip remains implanted on the anterior mitral valve leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system (10270825/(B)(4)) reported as been filed under a separate manufacturing reference number.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incomplete coaptation incidents reported for this lot. The user also reported no issue while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the procedural image quality was not good and both the posterior and anterior mitral valve leaflets were calcified. It further stated that due to the poor echocardiogram imaging and calcified leaflets a misinterpretation of the leaflet insertion assessment occurred which resulted in the detachment of the clip from the posterior leaflet. Therefore, based on the information reviewed, the reported slda appears to be related to patient/procedural conditions and not a product quality deficiency.

Event description:
This event is being filed as the implanted clip (10270235/(B)(4)) detached from the posterior mitral valve leaflet. The detachment of a clip from a leaflet has the potential to cause or contribute to patient injury. It was reported that the mitraclip cds (10270825/(B)(4)) was prepared for use and functioned properly. During the insertion and advancement through the steerable guide catheter (sgc) there was no resistance. The sgc tip was in neutral when positioning in the left atrium (la). During the attempt to open the clip in the la, the clip could not be opened more than 90 degrees. Troubleshooting steps were performed as per the instructions for use, but were not successful. When the cds was being retracted back into the sgc resistance was noted. Due to the device issue, a significant delay in the procedure occurred as another cds had to be prepared for use. Two additional cds devices were used. Both the posterior and anterior mitral valve leaflets had calcification on them, but not on the same segments. After the clips were placed onto the mitral valve leaflets, the leaflet insertion assessment was difficult as the leaflets were calcified and echocardiogram images were not good. The mixed mitral regurgitation (mr) grade was reduced from 4 to 2-3 with the implantation of two clips. A few minutes after the implantation of the second clip (10270235/(B)(4)), it detached from the posterior leaflet. There did not appear to be any leaflet injury. The mr grade remained at 2-3. Post procedure, the patient was clinically stable. No additional intervention was planned. No additional information was provided.